Event description:
In 02/2004, the user facilities radiology department informed the manufacturer's representative of the following: the night IV nurse called to evaluate port. Port leaking pink tinited fluid during tpn IV. Port accessed positive blood return, continued leaking. Explanted port, implanted external central venous catheter on opposite side. A little redness observed at port site.